Event description:
The MFR received info alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the device would not power up and alarmed continuously. The ventilator's system board was replaced to address this issue.